Manufacturer narrative:
Received supplemental information in the form of surgical notes. Review of the primary surgical notes found that the patient underwent total knee arthroplasty to treat severe degenerative joint disease of the right knee. There was no indication of deviations from the surgical technique. Review of the revision surgical notes confirmed that the tm tibia was loose with 50% bony ingrowth and only one peg with ingrowth. The remaining of the tm tibia undersurface featured fibrous tissue. This supplemental information does not affect the previous conclusions.

Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Package insert states that "loosening of the prosthetic knee components" is an adverse effect. This is therefore a known inherent risk of the procedure. Although a definitive root cause for this event cannot be determined, the clinical outcome is similar to that for a field action taken on (B)(6) 2015, in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. This field action has been reported to the FDA under z-1266-2015. The device in question was implanted prior to this field action.

Manufacturer narrative:
Updated information confirms that the patient was revised. The device was not returned for evaluation.

Event description:
It is further reported that the patient has been revised.

Event description:
It is reported that the patient is experiencing pain, swelling and difficulties with the knee. A recent bone scan revealed loosening of the tibial component.

Manufacturer narrative:
This report will be amended when our investigation is complete.